Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the maintenance kit including nozzle units was found defective and its replacement will solved the issue. Further information was requested, but not yet received.

Event description:
It was reported that the ventilator had a leakage. Moreover, ventilator failed pressure transducer test during pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).